Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's implant had turned off two times in the last 2 weeks. They said they may have inadvertently turned off the ins once but not twice. They have been having issues pairing the programmer to the ins and receives poor communication screen intermittently while using the antenna. They tried without the antenna and got poor comm. A replacement programmer was sent. No symptoms were reported.